Manufacturer narrative:
Received one used 011-am6136 pur yellow smallbore ext set for inspection. There was an incomplete insertion at the male luer of the manifold to the female luer bond. The set was leak tested per product specifications. There was leakage from the bonded connection. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual bonding of manufacturing. A DHR lot # and relevant commodities were reviewed; the following discrepancy was identified: exception type: ncmr. Document ID#: 24983. List #: 13854654. Discrepancy: translation "what? Quality report during functional testing on zaxis tester, program 04 at 45 psi, 2 leaking parts, order (B)(4), item: x1-5020. When? 10/01/2024. Where? Manifold, l-1, cr4, night shift. Impacted quantity and sampling results (fail/pass): the total quantity of the order, (B)(4) parts, was stopped as impacted. One sample of 2 inspected parts was rejected, and in dynamic sampling, one more sample of 250 inspected parts was rejected. A CAPA related to this issue is ongoing. Corrected information can be found in d10 - concomitant product and e4 - initial report sent to FDA.

Event description:
The event occurred on an unspecified date involving a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. On (B)(6) 2025, while using a 7-access boom infusion extension kit (reference 011-am6136, batch 13907598¿uncertain) to feed a newborn, a leak was observed at the screw thread located before the yellow tubing. This failure caused infusion fluid to leak at that connection point during patient use. As a result, there was a loss of treatment in the patient¿s bed (volume unknown). Since the parenteral nutrition was prepared for 24 hours, waiting for the next production was not possible. The state registered nurse unscrewed the tubing and connected a new infusion extension kit of the same reference (batch unknown). Current patient status: the treatment was not fully administered, resulting in a delay in therapy. No clinical impact has been observed on the patient to date. No harm reported. Actions taken: rapid change of the kit. This complaint is related to (B)(4).

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.